Event description:
It was reported by the radiologist that the product was used in a breast biopsy. It was reported that when he removed the micromark clip applier, the tip of the introducer remained inside the patient. The p1155 probe was used.